Event description:
Legs would not open up. Legs stayed locked on deployment. Only one leg attached to the 20-21 mm cava wall. The doctor tried to free the one leg in order to try to remove the filter, but was unsuccessful and deployed the filter anyway. Another filter of the same make and type was placed without further complications being reported. Room temperature saline was used.